Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -11.0/1.5/111 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2023. The patient experienced excessive vaulting. On this date in a separate surgery the lens was exchanged with a shorter length lens and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).